Event description:
Allegations of local breast, chest, shoulder, arm and had pain, capsular contractures, injury to pectoralis and other chest muscles, regional musculoskeletal pain syndrome, atypical chest pain/or pseudo heart attack syndrome mimicking cardiac pain, neuropathy and neuromuscular pain, rupture of device migration of silicone, breast and chest wall deformity and disfigurement.